Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had to go to the emergency room. The customer had a high blood glucose level but did not remember what exactly happened. She ended up giving herself a lot of insulin and it dropped her blood glucose level. The customer was in the emergency room for four hours. They treated her by having her eat food. Customer's blood glucose level was not reported. The device was not returned.